Event description:
Initial info was received from a physician via a company sales representative on (B)(6) 2011: the physician reported that a pt of an unspecified age and gender is experiencing bilateral cheek redness, tenderness and swelling, one week post poly-l-lactic acid (sculptra aesthetic) (lot # and exp. Date not provided) injections; therapy dates and dosage not provided. The pt was prescribed an antibiotic (not specified) and the pt is recovering. Medical history and concomitant medications were not mentioned. No further relevant info was reported.